Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the local display on the system's roller pump was blinking in and out. The roller pump continued to function. The device was not changed out as they were able to use the central control the roller pump. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
Evaluation in progress, but not yet concluded. The field service representative (fsr) was unable to dupliate the problem. As a precautionary measure, the display assembly was replaced. The unit was tested to manufacturer's specifications and returned to clinical use. The suspect didplay assembly was returned to the manfuacturer for further evaluation.